Manufacturer narrative:
Batch review performed on 23 october 2017. Lot 155635: 30 items manufactured and released on 27 november 2015. Expiration date: 2020-11-10. No anomalies found related to the problem. To date, 27 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is unavailable. The surgeon performed an I&d and swapped the poly. The surgery was completed successfully.